Event description:
International affiliate reports the valve was implanted in 1995. While implanted the pt's condition was stable. However, in 2000 the surgeon found that the cam had come off and the peritoneal catheter was separated from the valve. The valve was replaced 3 months later.